Event description:
The customer reported via phone call that the insulin pump alarm compromised force sensor system. She was trying to do an infusion set change but the insulin pump kept alarming compromised force sensor system and shooting insulin out. The customer was hospitalized on (B)(6) 2015 due to a diabetic ketoacidosis because her insulin pump was not working. Her blood glucose level was 501 mg/dl. The customer's high blood glucose symptoms were nausea, vomiting, rapid heat beat, and she would get hot then cold. Insulin was squirting out during the manual prime process. The drive support cap was loose. She was wearing her insulin pump at the time of hospitalization. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to a33 alarms. The operating currents are within specifications and passed displacement test, self test and a21 error test. The insulin pump has cracked case at the display window corners, cracked battery tube threads, minor scratched display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.